Event description:
It was reported that during use on a patient, helium loss alarms occurred. There also appeared to be a lot of noise on the electrocardiogram (ECG) on the monitor. When the leads were exchanged (from skin/direct to slaved from the bedside), the problem resolved. There were no reported patient complications.